Event description:
Additional information was received from a healthcare professional of a clinical study reporting that no action was taken.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). On (B)(6) 2016, the patient reported a loss of stimulation for two weeks. The device was previously working well. The event resulted in an unscheduled clinic or office visit; per the patient's request, the patient was seen in the clinic. Device interrogation / device data and imaging was performed on (B)(6) 2016 and nothing abnormal was found. All impedances were within range, however, paresthesia was not obtained despite being at 7.5 volts (it's maximum output). X-rays showed no obvious explanation for the loss of therapy and the lead remained in the same place. Upon interrogation of the battery, it had 50-90% discharge compared to last year but it was assessed at 40-90%. Considering the battery will be near depletion, it was reported that it would be wise to replace the entire system (both the lead and the battery) and replace it with a system that is MRI compatible. The event was ongoing. The event was possibly related to the device or therapy and not related to the implant procedure. The etiology was unknown at this time. The device diagnosis was not applicable and the clinical diagnosis included a history of a two week loss of stimulation.

Event description:
Additional information from the healthcare professional of the clinical study reported that the entire system will be replaced with an MRI compatible system. In regards to the patient's device related medical history, the following was noted: "primary indication for device use: other chronic pain (onset 1995), first device implant (B)(6) 2007. Medications: gabapentin, paracetamol, codeine (increased dose since baseline because of poor response)".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The entire system (ins and lead) was explanted and not replaced on (B)(6) 2017. The devices were disposed of according to biohazard instructions. The event resolved without sequelae on (B)(6) 2017. The cause was unknown despite interrogation of the ins, x-rays, and clinical review.